Event description:
Facility reported overinfusion of morphine pca. Reported programming was in custom concentration option: 55 mg/55 ml, pca only, dose 2 mg, lockout 15 minutes, max 8 mg/hr. New syringe was installed at 1:20 am and was found empty at 5 am. Patient had no harm, remained alert and oriented with stable vital signs and slight drop in o2 sat to 92. Event logs received and investigation is ongoing. Follow-up report will be sent when investigation is completed.

Manufacturer narrative:
Patient information requested, and all available information is included.